Event description:
Left knee inflammation; "excruciating pain" in left knee; swollen left ankle. Info was received in 2004 from a pt, with a history of osteoarthritis in the left knee, high blood pressure, high cholesterol, anxiety attack, a heart condition (unspecified), and a right knee replacement (date unknown) who experienced "excruciating pain" in the left knee. The pt received their first synvisc injection in the left knee in 2004 and the last injection 14 days later. On an unknown date, following the series of three synvisc injections, administered one week apart, they experienced "excruciating pain" in their left knee, described as "stabbing inside their knee." The pt received celebrex 200mg for knee pain "sometime last week." At the time of this report, the pt's knee pain was not resolved. Additional info was received 2 months later from the pt. The pt reported that they also experienced a swollen left ankle that developed about two to three weeks ago and inflammation. Around 27 days ago, the physician gave pt a cortisone injection in the left knee. They noticed that this helped their pain a small amount. X-ray findings (date unknown), were consistent with more advanced osteoarthritis. At the time of this report, the pt continued to experience a swollen left ankle and noticed a little improvement with the knee pain following the cortisone injections. This was the pt's first course of any hylan product. The pt does not have any allergy to any chicken products.